Event description:
I am reporting a problem with the inset insulin infusion set made for use with the animas vibe insulin pump. On (B)(6) 2017, I woke up with extremely high blood sugar around 400. I had to go to work early to submit a report to court. If the report was not in by 10 am, I would get sanctioned by the court. I took six units of insulin via pump to lower my blood sugar and rushed to work. I finished the report, but when I tested my blood sugar, the meter read "high." I laid down on the floor at work and took 3 more units via injection. After 20 minutes, the meter still read "high." I was weak and dry mouthed. My blood sugar was so high, and not responding to the injection, so I thought I had better go to the hospital. I took an (B)(6) to get there. At the hospital, my bg was 700. I was in the ER for 5 hours while they administered 16 units of insulin intravenously. At this point, I still did not know the reason for the excessively high and dangerous low blood sugar. Back at home, I suspected that inset was not delivering insulin. I removed the inset and found that the cannula had not been inserted under the skin. It was laying sideways and had made a dent in the skin. I had felt pain when I did the insertion, but there was no way to know the cannula went sideways instead of going into my skin to deliver insulin. This is a dangerous product. I have experienced this problem before. There is no way to see through the tape that the cannula is not under your skin. Having clear tape on the device would solve this problem. This incident endangered my life and caused me to miss a day of work. The product is stupidly designed. I used to use a plain needle for insertion and I never had a single problem with that. However, animas insists on this crazy injector system which can result in no insulin delivery. I am not going to call the company, because they will blame the consumer and claim that I didn't follow procedure, which is how they have handled it in the past. This is a dangerous, dangerous product. Please insist on a redesign to make this safer, or that the company offer an alternative product that will not have this problem.